Event description:
Reported by the customer as: over infusion. If container is above the pump you will see water free flow from the end of the set, about 1 drop per minute. The latch is too tight. The door does not seat properly, likely it was dropped. Problem found during biomed testing. Device was not being used on a pt. Patient injury? No.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a visual inspection of the device revealed damage to the platen/door indicating that it has been dropped. The latch/door does not work properly. The door cannot close completely. Conclusions: the device was dropped, which damage directly caused the over infusion.